Event description:
On (B)(6) 2015, as an inpatient on (B)(6), I reported an approximate 40 point discrepancy between a mechanical and a digital blood pressure machine to the hospital's patient representative. I noticed this discrepancy on (B)(6) 2015 at 4 am when an overnight nurse chose for the purposes of administering medication, to rely on a lower reading of my blood pressure (160+/96) from a mechanical machine after taking two consecutive b.p. Readings (r. Arm and l. Arm) with a digital b.p. Machine that indicated my systolic was above 200 and my diastolic was over 100. This digital b.p. Machine was used again at 8:00 am to read the blood pressure of many other inpatients on unit 48. My high blood pressure medication was later doubled due to high readings on the digital b.p. Machine. I was never informed of the outcome of my report and in a conversation with the patient care manager he stated that the machine was routinely calibrated and in perfect working order.